Manufacturer narrative:
Updated event description.

Event description:
On (B)(6) 2015 information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal morphine 20 mg/ml at 2.496 mg/day. A motor stall was seen upon an initial interrogation. The logs revealed a stall occurred on (B)(6) 2015 at 22:31. It had been more than two hours since the patient exited the MRI field. Re-interrogating the pump was discussed, though none of the interrogations resulted in a recovery. The patient was not in the hospital until (B)(6) 2015. The patient went to the hospital on (B)(6) 2015 and had an MRI performed due to having several stents placed. The MRI was not performed due to a suspected problem with the device or therapy. The patient had received some oxycodone while in the hospital for other issues. The patient never had any symptoms of withdrawal, and at their refill on (B)(6) 2015 there was no volume discrepancy. It was noted the reservoir was not accessed without difficulty. The patient and their wife had not heard an alarm, though they said it was possible they could have missed it. The doctor played the test alarm, and they also programmed the critical alarm interval to every ten minutes. While updating the pump they heard the pump alarm. Ten minutes later they heard the alarm again. This reportedly confirmed that the pump was not in telemetry state since the times for the MRI did not match with the stall in the logs, and also because the pump was alarming audibly. The doctor stated that they would manage the patient with oral medications. The alarm was silenced and the pump was set to minimum rate mode in the unlikely event that it recovered. Additional information was requested to determine the cause of the stall and if the stall resolved. Additional information was received from a device manufacturer indicating the patient was taking oral medication and recovered from the withdrawal but the type of oral medication being taken was unknown. The cause of the motor stall was not determined. The patient was referred to a neurosurgeon for intrathecal pump replacement. The pump was replaced on (B)(6) 2015. The procedure was tolerated well. There were no complications. The patient stayed in the recovery room for observation. The vital signs were stable. There was no new sensory loss and leg weakness before the patient was discharged home with an adult. The patient was urged to call the physician for any problem associated with the procedure. The device manufacturer representative reported they were unable to properly aspirate the existing catheter so they did a 0.3 ml pump prime of the new pump on the back table with morphine (1mg/ml) and connected the existing catheter with morphine (20 mg/ml) to the new pump with morphine (1mg/ml). After the pump replacement, the patient was doing well. Follow-up was conducted to obtain cause of the difficulty aspirating the catheter and if it had resolved but was not available at the time of this report. If additional information is received, a follow-up report will be sent. The patient's indications for use were non-malignant pain; chronic low back pain; lumbar post-laminectomy syndrome; and reflex sympathetic dystrophy / causalgia, complex regional pain syndrome

Manufacturer narrative:
The other relevant components include: product ID: 8578, lot# n171978009, implanted: (B)(6) 2009, product type: catheter. Product ID: 8709, lot# l57742, implanted: (B)(6) 1999, product type: catheter.

Event description:
Additional information received on 22-mar-2017 from a legal firm indicated delivery failure had occurred. The date of injury was indicated as (B)(6) 2015. The patient experienced pain and had been hospitalized on an unspecified date. Surgery was noted to have been performed (date not specified). Conflicting implant date of (B)(6) 2009 and explant date of (B)(6) 2016 was provided. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant products: product ID 8578, lot # n171978009, implanted: (B)(6) 2009, product type accessory; product ID 8709, lot # l57742, implanted: (B)(6) 1999, product type catheter. (B)(4).

Event description:
On (B)(4) 2015, information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal morphine 20 mg/ml at 2.496 mg/day. A motor stall was seen upon an initial interrogation. The logs revealed a stall occurred on (B)(6) 2015 at 22:31. It had been more than two hours since the patient exited the MRI field. Re-interrogating the pump was discussed, though none of the interrogations resulted in a recovery. The patient was not in the hospital until (B)(6) 2015. The patient went to the hospital on (B)(6) 2015 and had an MRI performed due to having several stents placed. The MRI was not performed due to a suspected problem with the device or therapy. The patient had received some oxycodone while in the hospital for other issues. The patient never had any symptoms of withdrawal, and at their refill on (B)(6) 2015 there was no volume discrepancy. The patient and their wife had not heard an alarm, though they said it was possible they could have missed it. The doctor played the test alarm, and they also programmed the critical alarm interval to every ten minutes. While updating the pump they heard the pump alarm. Ten minutes later they heard the alarm again. This reportedly confirmed that the pump was not in telemetry state since the times for the MRI did not match with the stall in the logs, and also because the pump was alarming audibly. The doctor stated that they would manage the patient with oral medications. The alarm was silenced and the pump was set to minimum rate mode in the unlikely event that it recovered. Additional information was requested to determine the cause of the stall and if the stall resolved.

Manufacturer narrative:
Concomitant products: product ID: 8578, lot# n171978009, implanted: (B)(6) 2009, product type: accessory. Product ID: 8709, lot# l57742, implanted: (B)(6) 1999, product type: catheter. Product ID: 8578, lot# n171978009, implanted: (B)(6) 2009, product type: accessory. Product ID: 8709, lot# l57742, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
Additional information was received from a device manufacturer indicating the patient was taking oral medication and recovered from the withdrawal but the type of oral medication being taken was unknown. The cause of the motor stall was not determined. The patient was referred to a neurosurgeon for intrathecal pump replacement. The pump was replaced on (B)(6) 2015. The procedure was tolerated well. There were no complications. The patient stayed in the recovery room for observation. The vital signs were stable. There was no new sensory loss and leg weakness before the patient was discharged home with an adult. The patient was urged to call the physician for any problem associated with the procedure. The device manufacturer representative reported they were unable to properly aspirate the existing catheter so they did a 0.3 ml pump prime of the new pump on the back table with morphine (1mg/ml) and connected the existing catheter with morphine (20 mg/ml) to the new pump with morphine (1mg/ml). After the pump replacement, the patient was doi ng well. Follow-up was conducted to obtain cause of the difficulty aspirating the catheter and if it had resolved but was not available at the time of this report. If additional information is received, a follow-up report will be sent.